Event description:
A report was received that during the patient's permanent implant, the physician nicked the dura in two places after multiple attempts of placing the lead. The physician decided to suture the dura and placed a dura paste to close it. The patient was admitted in the hospital. It was also reported that the patient was experiencing a headache due to a dura leak and a blood patch was used. The blood patch was not able to help with the patient's headache therefore the physician prescribed medication. The patient¿s issues have resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted lead was not returned to bsn as it was kept by the medical facility.